Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2014 with the following findings: a review of the pump¿s black box history showed that no evidence of any motor issues was recorded. No rewind issues occurred during investigation. The pump case was removed and no internal defects were observed to the motor assembly or lead screw. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the grip pad down toward the case seal. When the pump case was removed, no moisture was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the cartridge piston was not retracting during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.